Event description:
As reported: when introducing device into the manta sheath, physician met resistance. Operator continued to advance the device into the sheath. After deployment, angiogram showed complete occlusion of the vessel. Physician cut down to remove the implant and then repaired vessel additional information received on 11jan2022: during an evar procedure, micro puncture access under ultrasound guidance was obtained in the higher location of the left cfa/external iliac. The left cfa had moderate calcification. Manta depth was measured at 6cm. There was moderate resistance met when advancing the bypass tube into the manta sheath. A surgical cut down was performed and the manta was explanted. Per physician, the manta was deployed inside the artery. Per physician, patient was reported as unharmed.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms of access and post deployment were submitted for review. The DHR was reviewed indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a evar procedure, a 14f manta was planned for closure. A higher positioned access within the left common femoral/external iliac was gained utilizing ultrasound and micro-puncture. Calcification was present in the artery, and depth deployment measurement was 6cm. While preparing to deploy, the physician encountered moderate resistance advancing the bypass tube through the hemostatic valve of the manta sheath; however, continued to advance the manta closure into the sheath hub. Post deployment angiogram reveled complete occlusion of the vessel. The physician choose to perform a cut down, explant manta and repair the vessel. The physician noted the manta deployed inside the artery. The cause of the occlusion was due to the manta deployed inside the artery. Numerous causes for intraarterial deployment have been established, however, due to insufficient information the exact cause for intraarterial deployment is undeterminable. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery, and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.